Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent failed to open from proximal side and migrated, requiring placement of another stent. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent self-expanding stent was selected for treatment via antegrade approach. During the procedure, it was noted that the stent was 70% deployed when the proximal side failed to open. The physician managed to implant the stent with the use of a guide sheath, but the stent migrated. Due to stock unavailability, the physician postponed the case and again cover with another stent after three days. There were no patient complications as a result of this event.